Event description:
The customer reported to olympus, the evis exera iii colonovideoscope suction valve was stuck. It was reported that the instrument was used to remove some seeds plant from the colon, and the instrument got stuck and the physician forced the instrument trying to remove the seeds out. The event occurred at the end of a therapeutic colon operation procedure. It was reported that the procedure was completed using the same device. Upon inspection and testing of the customer returned device, the scope suction cylinder was clogged foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, lens glue discolored, charged coupled device cover lens glue discolored, distal end cover cracked, bending section rubber separated, connecting tube discolored, control unit corroded, control unit humid, scope cover broken, switch box/flexible printed circuits broken, switch connector broke, switch cable unit broke, air/water cylinder worn out, air/water nut painting peel off, suction cylinder nut paint peeling off, switch box unit broke, switch contact broke, connector board corroded, angulation less or specified value, angulation play, channel cleaning brush passage failed, water contact/ water removal failed, and suction function failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that seeds got stuck in the suction cylinder by aspirating seeds during procedure. Instructions for use (IFU) of the device states not to aspirate solid matter or thick fluids and states actions to be taken in case they are suctioned.: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.